Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to ¿water drops inside the pouch packaging¿ (minicap). It was not reported if the patient was hospitalized for the event. It was reported there was no medical intervention provided. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information/correction: age of patient at time of event was (B)(6). Additional information: it was reported the peritoneal dialysis (pd) patient experienced peritonitis, manifested by chills and fever. Later they had found cloudy effluent but were not experiencing a stomach ache. The cause could not be determined. The patient then visited the hospital for treatment, but it was not reported if the patient was hospitalized for the event. The treatment included cefazolin and ceftazidine (intraperitoneally (ip), doses and frequencies were not reported) for peritonitis. Five days after diagnosis, the treatment was changed to oxacillin, vancomycin, fluconazole (200mg, oral once a day) and heparin 1000u ip. The cefazolin (250mg, ip) was continued. The patient was being treated for a total of 14 days. The pd effluent was clear on the first day of treatment. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.